Event description:
It was reported the touch pen of programmer gives the wrong response and calibration setting was not able to work. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touchscreen was found out of specifications. It was noted the software version on the programmer was old.

Event description:
The programmer was returned for service.